Event description:
In 2004 at p.m. 4:00, a pt received the injectio of artz, hicort (betamethasone sodium phosphate) and 1% of carbocaine (mepivacaine hydrochloride) to their left knee, and went into an anaphylactic shock 5 minutes after the injection, experiencing a systemic flush. Wheals and low blood pressure (blood pressure: 55 mmhg/27 mmhg. Heart rate: 125/minutes). Then pt received an intravenous drip infusion of solu-medrol (methylprednisoione sodium succiriate), nor-adrenalin (norepinephrine), inovan (dopamine hydrochloride) and stronger neo-minophagen c, and was put on oxygen for the treatment. At that night pt was was admitted to another hospital because their blood pressure did not come to a normal level (blood pressure: 87 mmhg/68 mmhg, heart rate: 83 / minutes). In the next day, the pt was discharged from the hospital because their symptoms improved. The doctor's comment: he suspects artz only because hicort and carbocaine have been used long before but artz was used first to the pt. Carbocaine has been used for the facet joint block in the pt.